Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: an inferior vena cava filter was deployed secondary to hypercoagulable state. The filter was deployed via the right common femoral vein below the renal veins. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014); (manufacturing date: 06/2011). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to gastric bypass and hernia repair surgery. At some time post filter deployment, it was alleged that the filter detached and filter strut(s) perforated into organs. The device and detached limb(s) were removed percutaneously. Reportedly, the patient experienced severe pain prior to retrieval and had to be admitted to the hospital; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to gastric bypass and hernia repair surgery. At some time post filter deployment, it was alleged that the filter detached and filter strut(s) perforated into organs. The device and detached limb(s) were removed percutaneously. Reportedly, the patient experienced severe pain prior to retrieval and had to be admitted to the hospital; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, patient presented with the history of possible intracardiac foreign body. Patient was initially presented to the outside hospital for chest pain. Cardiac catheterization study was performed which showed no evidence of obstructive coronary artery disease but there was a foreign body noted in the right ventricle. The concern was that a piece of the filter had dislodged and implanted in the right ventricle. Around, five years and two months later, patient was transferred to another hospital for further management. Patient was hemodynamically stable, and the device could not be visualized on bedside echo. Cardiac catheterization was performed on the same day and the foreign body was removed along with remaining inferior vena cava filter. Echocardiogram was performed during the procedure showed evidence of pericardial effusion and thus a pericardial drain was placed. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4 (expiry date: 06/2014), g3, h6(method, conclusion). H11: g1, h6(patient, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.